Manufacturer narrative:
A review of the result files showed that initial testing resulted as equivocal for cells 1 and 2 which were edited to positive and negative respectively by the customer. Additional testing using different samples from the same patient showed inconsistent reactivity. A sample-related issue could not be ruled out. Reactions on both the original sample and subsequent testing with a different lot of test wells and indicator cells exhibited additional antibodies that could be present. No sample was submitted for investigation. A product deficiency was not identified.

Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot r327.